Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to confirm critical pump error (open book) due to display anomaly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded keypad flex connector gold traces were noted. Corrosion was also noted on the keypad connector, on the electronic assembly, and the motor assembly. Flashing medtronic logo was due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of critical pump error (open book) were unknown when unit powered on with flashing medtronic logo. However, customer allegations with moisture damage and cosmetic damage when flashing medtronic logo was due to corroded electronic assembly, and when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error after it was exposed to moisture, there was also a crack. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the liquid crystal display, or customer reports hearing fluid when shaking the pump. . Troubleshooting was performed and customer reported open book image alarm. Explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.